Event description:
It was reported that during the implantation procedure, after attempting to tighten the setscrews, the setscrews were found stripped. A new reply dr was implanted.

Manufacturer narrative:
(B)(4) 2012: the analysis on this device is pending. (B)(4).

Manufacturer narrative:
(B)(6) 2012. The analysis on this device is pending.

Event description:
It was reported that during the implantation procedure, after attempting to tighten the setscrews, the setcrews were found stripped. A new reply dr was implanted.